Event description:
According to the reporter, during use, when the videolaryngoscope was powered on, the display was blank, but the light powered on the trach end, and it was a failure out of the box. The battery was attached for one to two minutes to allow the handle to configure as there were no additional batteries to use. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, b5, g3, g4, h6 (imf) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, when the videolaryngoscope was powered on, the display was blank, but the light powered on the trach end, and it was a failure out of the box. The battery was attached for 1 to 2 minutes to allow the handle to configure as there were no additional batteries to use. There was no patient injury.